Event description:
It was reported that a female patient, (B)(6) years old, underwent a right atrial flutter procedure with a navistar® thermocool® electrophysiology catheter and suffered a cardiac tamponade, which at first was going to be treated with pericardiocentesis, but was aborted although patient¿s blood pressure dropped. The patient¿s medical history is unknown. There is no further information about hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun, but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant medical products: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: unknown, serial #: unknown; product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown; product name: webster 20 pole, us catalog #: d728260rt, lot#: 17038088m. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a female patient, (B)(6), underwent a right atrial flutter procedure with a navistar® thermocool® electrophysiology catheter and suffered a cardiac tamponade which at first was going to be treated with pericardiocentesis but was aborted although patient¿s blood pressure dropped. The patient¿s medical history is unknown. There is no further information about hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The sensor coils resistance was found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.